Manufacturer narrative:
It was reported that the patient fell and fractured their acetabulum. The surgeon revised the patient to correct the issue and implanted an off-the-shelf cup. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient fell and fractured their acetabulum. The surgeon revised the patient to correct the issue and implanted an off-the-shelf cup.